Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. During the extraction procedure, it was noted that the subclavian had severly damaged the leads. The right atrial lead was damaged by the extraction sheath, causing the lead to separate. As a result, a portion of the lead remains in the subclavian.